Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported the manufacturer representative was assisting with a pump replacement for normal battery end of life and a back table prime was done; however the healthcare provider (hcp) tried to aspirate the catheter of drug, but was unable. It was noted the patient had no therapy issues prior to the replacement. The pump was being used to deliver bupivacaine and morphine. It was further reported the patient was unaffected by the event and did not experience any adverse symptoms. It was also reported the cause of the catheter issue was unknown. It was noted the hcp was unable to aspirate from the catheter access port (cap) or proximal end of the catheter and a revision or replacement was not planned. The patient had a dye study on (B)(6) 2014 and everything was normal. A follow-up report will be sent if additional information becomes available.